Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as defective buffer valves. The fse replaced the buffer valves to resolve the issue. Information not provided by customer. (B)(6). (B)(4).

Event description:
The customer reported the generation of erroneously high sodium results for one (1) patient sample. The erroneous results were not released out of the laboratory; hence, there was no impact to patient treatment. There was no report of injury or adverse event associated with this event. The customer provided the data for the patient sample.